Event description:
The reporter indicated that a 12.1mm vticm5_12.1 -9.50/2.0/087 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a same length lens of different axis due to excessive vault. The exchange lens was implanted vertically. This resolved the problem.

Manufacturer narrative:
Pt info:unk. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).